Event description:
Clinic notes were received by MFR in which it was documented in 2005, that the pts mother believed there was increase in seizure activity. The pts baseline pre-vns seizure rate was noted to be 150 seizures/month, however, the rate of the reported increase in seizures compared to baseline is unk. Good faith attempts have been made for additional info and thus far no more info has been received. A device malfunction is not suspected.